Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedances however, are still within normal range. The shock impedance measured 76 ohms via a commanded shock and testing through the device measured 107-110 ohms. Technical services discussed possible causes. The field representative and physician reported that the device is set to be replaced anyway, so will recheck impedance measurements with the new implanted device. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedances, however, are still within normal range. The shock impedance measured 76 ohms via a commanded shock and testing through the device measured 107-110 ohms. Technical services discussed possible causes. The field representative and physician reported that the device is set to be replaced anyway, so will recheck impedance measurements with the new implanted device. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental is being filed as additional information was received which reported this right ventricular (rv) lead exhibited a high, out-of-range shock impedance measurement measuring, 128 ohms. Technical services discussed possible causes and provided troubleshooting options. The health care professional (hcp) will discuss with the electrophysiologist. At this time, the lead remains in service. No adverse patient effects were reported.